Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded and there was blood in the lumen. Some of the device was not returned, with only the distal tip to fracture in hypotube returning. The hypotube shaft was broken 100.9 cm from the tip of the device. The fracture face was oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the corewire presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that shaft break in a portion that cannot enter the body occurred. The target lesion was located in the mid left anterior descending (lad) artery. Following the implantation of a stent, a 2.75mm x 8mm quantum¿ maverick¿ balloon catheter was advanced for post-dilatation. However, during advancing, the hub of the delivery system broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.